Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Complaint description: 3 occurrences where the indwelling urinary catheter was passed to the patient and hours later the catheter came out.

Event description:
Complaint description: 3 occurrences where the indwelling urinary catheter was passed to the patient and hours later the catheter came out.

Manufacturer narrative:
(B)(4), the batch card(s) for the complaint lot(s) was reviewed and 100% leak test was conducted and no leak 15624410 (B)(4) product was found. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted. The catheter came out during use could possible due to hole or leak on the catheter balloon. Hole or leak balloon could be occurred due to various reasons. However, in the absence of returned sample and limited information available for this complaint, further investigation could not be conducted and therefore complaint is not confirmed.